Manufacturer narrative:
Initial and final MDR (B)(4) - device 8 of 8.

Event description:
Reference number (B)(4). Event occured in spain. The patient experienced eight separate incidents. The infusion set was inserted in the abdominal area, but the cannula became kinked. Patient noticed symptoms within 3 hours of insertion. The events occurred on the following dates: (B)(6) 2025, (B)(6) 2025, (B)(6) 2025, (B)(6) 2025, (B)(6) 2025, (B)(6) 2025, (B)(6) 2025, and (B)(6) 2025. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.